Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited high pacing impedance and high capture thresholds. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.